Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on the lcd board being unlocked. The insulin pump was unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests due to unresponsive buttons. The insulin pump had corroded keypad traces, cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Event description:
Customer reported via phone call keypad anomaly on the insulin pump. Customer's blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.